Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure that when they attempted to fire the device nothing happened as if the battery was dead. A second device was opened and the battery from the second device was used in the original device with the same outcome. The original device was removed and the second device and battery with the original anvil was used to complete the stapling sequence. A leak test was preformed, and a leak was detected. Surgeon had to ¿re-do¿ the anastomosis. Surgeon did not indicate as to how she ¿re-did¿ the anastomosis. There were no adverse consequences for the patient.